Manufacturer narrative:
The reporter did not know how the incident happened, but it is possible that adjustment of the strap during the transfer caused it to loosen. After the incident, the reporter inspected the strap and buckle and could not find anything broken or defective.

Event description:
It was reported that the user was being transferred in a seated position using the tram transfer device. During the transfer, the user slipped through the body support and fell to the floor. The user was not injured.